Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 866 mg/dl. It was stated that the customer was not receiving insulin from the infusion pump because his tubing was blocked, and he was receiving no delivery alarms, but he did not change the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.